Event description:
The end user reported a pt diagnosed with an atrial septal aneurism underwent surgical closure of the defect. A residual shunt was discovered through the suture 8 months following surgical closure of the defect. Following the discovery of the shut, the defect was balloon sized to approx 10 mm. A 33 mm cardioseal was advanced to the defect and deployed with a good results; this was confirmed with both ice and fluoro. The pt developed symptoms six weeks following successful percutaneous closure, (at this point in time, it is unclear what symptoms the pt experienced). Evaluation at that time revealed the cardioseal had migrated into the descending aorta. The cardioseal was percutaneously retrieved via a 14fr recovery sheath in the catheter lab, no additional complications were reported.

Manufacturer narrative:
The explanted device was not available for eval; the lot number of the device was not available precluding a review of our lot history record. We requested implantation and operative case summaries along with all relevant films, from the end-user. Upon receipt we will conduct a thorough investigation and communicate our findings to you in our final report.